Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuations in right atrial (ra) impedance measurements. A few of the measurements were high and out of range greater than 2000 ohms. The changes in ra impedance were reproduced during a follow-up. Boston scientific technical services (ts) reviewed data from the device and observed that the minute ventilation signal was aslo showing up on the ra channel but was not being oversensed. Ts recommended that non-invasive options could be considered at this time. This ICD remains in service. No adverse patient effects were reported.